Manufacturer narrative:
Returned product analysis revealed the polymer section was torn exposing the core wire at approximately 1.1cm - 1.5cm from distal end. Also, a kink was observed at approximately 3cm from the distal end. Microscopic examination revealed no material anomalies and/or mfg defects. Except where noted, the returned guide wire appears to be within mfg specifications. The condition of the returned guide wire suggests that the polymer damage occurred during withdrawal of the unit in presence of significant resistance, as indicated on the event description, however, the exact root cause and/or circumstances under which the failure occurred cannot be determined based on the return guide wire. A lot history review cannot be performed, as the lot number is unk.

Event description:
Determined to be reportable based on analysis approved on 10 november 2006. It was reported that during a pda procedure, the physician encountered removal difficulties of the graphix int guide wire. Under fluoroscopy, the guide wire image was hazy. While attempting to remove the guide wire resistance was encountered and they were unable to remove the guide wire. The physician advanced a balloon over the guide wire for removal without incident. The procedure was completed with another of the same guide wire. No pt injuries or complications were reported.